Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 101-9810, serial: n/a, batch: 700054.

Event description:
It was reported that the patient experienced severe back pain. X-ray revealed a fracture at the l4 process. The patient states her chronic pain in her hip and buttocks is gone and is feeling less painful each day. The physician will keep the devices implanted and will continue to follow-up with the patient.